Event description:
It was reported that the health care professional (hcp) had questions regarding this right atrial (ra) lead. Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The lead remains in use. No adverse patient effects were reported.